Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107) has been confirmed. The cause for the service code was a damaged back-up battery. Upon investigation the monitor was unable to undergo incoming functional testing. The monitor's electrode belt connector had a broken pin. The root cause for the damaged backup battery could not be positively identified. The root cause for the damaged connector pin was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was receiving abnormal shutdowns.